Event description:
Customer reported crack in tubing allowed IV fluids to leak into bed linen. PICC line was also backed up with blood. Approximately 1 hr of tpn/il ran into bedding. PICC line was flushed and new tubing hung. No product will be returned for this event. Customer stated no additional patient/event information will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.